Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a healthcare professional regarding a patient who was undergoing an implant for an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the rep reported an intra-op issues yesterday regarding the lead. The caller indicated good responses with the needle, when they placed the lead the physician was not getting any response. The physician requested another lead which then they were able to observed motor responses. The rep is unable to return product due to the hcp threw away the lead. The cause of the lack of response leading to the lead replacement was not known.